Event description:
It was reported by the customer's biomed that the device had an unresponsive keypad. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and pricing for a replacement front keypad assembly. The customer later confirmed that the front keypad assembly was replaced and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The removed assembly will not be returned to physio-control for eval; therefore, further investigation cannot be performed.